Event description:
It was reported that during laparoscopic surgery, a malfunction of the cautery device has been reported, due to an incompleted shielding, which caused damages to the rectum, out from the operative field. In particular, malfunctioning is related to a small breach in the protective coating of the device, located at 10 cm upstream of the distal end. That caused a lateral current discharge during electrical dissection. [This] resulted in damage at rectum level. The patient has been discharged without any permanent damage, as a result of the event. The burn, caused by the device, affected an intestine section, which was removed during surgery. The removal of the affected intestinal part was necessary for the successful outcome of the surgery and was not related directly to the burn.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).